Manufacturer narrative:
As reported, the patient experienced itching and discomfort at the incision site post implant of pre-shaped mesh. Based on the information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the reported patient's postoperative symptom. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units. Allergic reaction is identified in the adverse reactions section of the instructions-for-use, provided with the device as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a right inguinal hernia repair a pre-shaped mesh was placed. It was reported that after regaining consciousness from anesthesia post implant, the patient experienced itching and discomfort at the incision site. Patient was provided anti-allergic medication to assist and the symptoms and itching were reduced on the same day after treatment. As reported the itching and discomfort at the incision site reappeared the next day.